Manufacturer narrative:
Exact event date is unknown; therefore event date is estimated.

Event description:
It was reported via social media that bleeding occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. Per patient, he sustained internal bleeding and hypoglycemia post-implant and was in the intensive care unit for seven days. Blood transfusions were performed.